Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b1, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a defective image sensor unit, defective video connector internal circuit board, or a system failure. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed there was no patient involvement.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was only a black screen and no image yielded by the device. This is attributed to a cut on the charge couple device (ccd) cable. Other observations for the device: due to damage and scratch on forceps elevator lever, bending section cannot be fixed firmly; label on video connector is peeled; video connector has a crack; switch (sw) sw1 is dirty; number of broken wire in bending tube blade exceeds the standard value; distal end rubber coating (a-rubber) adhesive has a chip; and a-rubber, video connector, video connector case, light guide cover glass, light guide connector, right/left plate, grip, sw1, control unit, and angulation lever have a scratch. User¿s complaint of issue with the connector were confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a connector issue. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was only a black screen and no image yielded by the device. This is attributed to a cut on the charge couple device (ccd) cable. This medwatch is being submitted for the reportable issue of no image for the device as observed during device evaluation.